Event description:
It was reported that within a few weeks of implant the patient experienced phrenic nerve/diaphragmatic stimulation. Lv (left ventricular) lead revision was attempted but venous access could not be obtained. The physician decided to explant the lv lead, and it was replaced at a later date. The rv (right ventricular) lead was repositioned to the mid-rv septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2007; 305c21 tissue valve, implanted: (B)(6) 2009. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.